Manufacturer narrative:
Implant date (B)(6) 2019. Claim#: (B)(4).

Manufacturer narrative:
The lens was returned in liquid, in lens vial. Visual inspection found no visible damage to the lens. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -8.0 diopter, in the patients left eye (os). The lens was explanted on (B)(6) 2019 due to sizing issue, the lens was too large. The lens was exchanged for a shorter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.